Manufacturer narrative:
D1/d4 corrected/updated. Investigation summary: ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 38-year-old male who presented with acute decompensated chronic heart failure complicated by cardiogenic shock, scai stage e, in the setting of underlying cardiomyopathy. The patient had a history of diabetes and renal insufficiency. Starting lvef was 15. The patient required advanced hemodynamic and respiratory support, including ECMO, inotropes, vasopressors, and mechanical ventilation. During the course of support, the patient developed distal limb ischemia in the extremity associated with the impella access site, requiring surgical evaluation and intervention. The patient was critically ill with profound shock physiology and multisystem compromise at presentation. Limb ischemia is a recognized complication in patients requiring large-bore femoral arterial access, particularly in the setting of advanced cardiogenic shock, diabetes, peripheral vascular disease risk factors, vasopressor use, and concurrent ECMO support. Despite aggressive mechanical and pharmacologic support, the patient¿s overall condition continued to decline. Care was substantially withdrawn due to the severity of the patient's clinical status. The death is being conservatively reported in however, it is more likely attributable to the patient's profound cardiogenic shock and underlying comorbid conditions. The patient expired.